Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary one device was received for engineering evaluation. The reported condition for the unit was balloon would not inflate. As part of the visual inspection of the received unit, no abnormalities were observed. The unit was received with its obturator, valve/balloon assembly and bulb. As part of the functional test to the instrument, the balloon of the unit was inflated and didn¿t keep inflated. As part of the functional testing evaluation was observed a leakage on the valve boot component seeming be broken or crack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was associated to the material component manufactured by the supplier. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device¿s balloon did not inflate. No patient injury.